Event description:
The customer reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to ensure the pump was not plugged in and to press the button firmly, but the problem persisted. Received additional instructions on pressing the button, though the difficulty remained. Technical support arranged for a replacement pump as the existing one was under warranty, and the customer was instructed on placing their current pump into storage mode before returning it with a pre-paid label. The customer would continue using their current pump until the replacement arrived.